Event description:
Customer called on (B)(6) 2011 reporting of a leak at the probe wipe of the coulter ac*t diff analyzer. Customer reported that no patient samples or results were affected by the leak. Customer was wearing personal protective equipment at the time of the leak and no exposure or injury was reported. Customer technical support (cts) assisted customer with troubleshooting over the phone. Cts instructed customer to clean the probe wipe block and flush out lv8 and the y connection leading to the vacuum isolating chamber (vic).

Manufacturer narrative:
Evaluation - method: issue was resolved by customer with the help of customer technical support instructions over the phone. Evaluation - conclusions: issue was fixed by customer through troubleshooting with the help of customer technical support. Bec identifier for this report is (B)(4). Issue was resolved by customer